Event description:
It was reported that the female connector (dark blue) separated from the twist clamp (mainbody) of a minicap extended life pd transfer set; further described as dark blue area of the transfer set disconnected completely from the valve portion of the transfer set and the treads were visible. This issue occurred when disconnecting from the cassette during peritoneal dialysis therapy. Alcavis was used on gauze to disinfect the transfer set prior to and after therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.